Event description:
It was reported that (2) devices were used during a laparoscopic inguinal hernia. It was reported by the affiliate that the 1st ems was empty (no staples) at the first firing. The surgeon opened another device of the same lot that had the same problem. There was no consequence to the pt.